Event description:
It has been reported that during surgery when the pack was being opened, it was discovered that the ncb screw inside the pack was not cannulated. The surgery was completed using another product.

Manufacturer narrative:
The product has not been received by the MFR for investigation. An updated report will be submitted when further information is received. (B)(4).